Manufacturer narrative:
The reported events were lead dislodgement, lead sensing issue, and inadequate capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported events of lead sensing issue and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that no capture at maximum output and inconsistent atrial sensing was observed on the right atrial (ra) lead. The ra lead was confirmed to be dislodged. The ra was explanted and replaced. The patient remained stable throughout the procedure.